Manufacturer narrative:
This complaint was further reviewed and determined that this MDR was sent in error. The reported failure to transmit a waveform is not reportable as it would not lead to harm, serious injury or death. The separation and leakage was captured under MDR MFR# 9617594-2025-02130. This MDR MFR# 9617594-2025-02131 is considered void.

Manufacturer narrative:
Although the device was requested to be returned for evaluation, it has not been received. Without the returned device, a probable cause is unable to be determined.

Event description:
An email was received regarding an arterial transpac® IV monitoring kit w/03 ml squeeze flush device and 2 needleless valves, alleging a crack leading to a leak during patient use. The reporter stated a snapped transducer hub on removal from the packet. The event occurred during use on the patient. Someone became aware of the issue when either visual inspection, dripping and puddle and no waveform. The packet was sealed and the line was replaced, and the case continued without any further issues. There was patient involvement and delay in therapy, but no adverse event. No one was harmed as a result of the reported event.